Manufacturer narrative:
The reported complaint was confirmed. The product surveillance technician (pst) observed the hand crank of manual drive unit to be broken. Photos suggest entire manual drive unit with handle broken from hand crank. The pst inspected entire unit for any further damage, no further damage observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) stated that this was the condition that the device was found in. The biomed stated this did not happen during a case but could not fully elaborate as to how the crank was broken off.

Event description:
It was reported that during the use of the device for a non-clinical activity, the hand crank was broken off the manual drive unit of the perfusion system. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.